Event description:
It was reported that the right ventricular (rv) lead impedance was high. The physician observed a connection issue with the lead and device. The physician reconnected the lead and both the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d384vrg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).